Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer performed a supply change to resolve the issue. Customer¿s blood glucose (bg) level was 42-69 mg/dl. Cause for low bg was unknown. Customer consumed carbohydrates and performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.